Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual and functional inspection was performed on the returned device. The reported balloon rupture was confirmed during analysis of the returned device. The resistance was unable to be confirmed as it was based on case circumstances. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that some resistance was met with the calcified anatomy during advancement of the 1.5x80 mm armada 14 to the heavily calcified left popliteal artery. During the first inflation, the armada 14 ruptured before it had reached nominal pressure. The balloon rupture was thought to be related to the heavy calcium. The armada 14 was removed in one piece without incident. A 3.0 mm armada 14 was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.